Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, around 7:00pm, the patient reported to their spose that they were not feeling well and complained of pain at the incision site. They drank 1/2 sprite, oatmeal cake, and drank broth from chicken noodle soup. The patient laid on the couch and through the night, they had nausea and were vomiting and took zofran. It was noted that they rolled off the couch three times but got up with assistance from their son. They were asked to go to the emergency room but they declined. On (B)(6) 2025, around 5:00am they rolled off the couch again and was unable to be aroused. The patients spouse was called into the room and they called 911 and began CPR. Ems arrived and they performed CPR also but were unable to obtain rosc. It was noted that there was a puddle of blood near the patient and the spouse was unsure where it came from as there was no blood on the patient's shirt and the incision looked closed. They were also unsure if the patient's ICD discharged.